Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with the pt's battery charger/modem. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem's battery board, bedside board, and ca board were contaminated. In addition, component q1 (current controlling transistor) was shorted component was likely contamination. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement charger/modem.